Event description:
The following information was reported to kci by the patient's mother: while on v.a.c. Therapy, a foreign material alleged to be v.a.c. Granufoam dressing was left in the patient's wound by one of the nurses, which caused the patient to get an infection. On (B)(6) 2015, the following information was reported to kci by the physician's nurse: on (B)(6) 2015, the patient underwent a surgical procedure that required extensive debridement and drainage with removal of retained v.a.c. Granufoam dressing was not available. Per the patient's medical record, on (B)(6) 2015, the patient underwent an extensive debridement and drainage with removal of retained wound v.a.c. Sponge with v.a.c. Placement for an abscess to the left posterior tranchanteric decubitis with 20 ml of estimated blood loss. The v.a.c. Granufoam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. On 31-mar-2015, the following information was reported to kci by the physician's nurse: the physician confirmed the patient developed an abscess and infection from and alleged retained v.a.c. Granufoam dressing. This report is being filed due to possible user error.